Event description:
The implant failed due to patient bone condition. Fixture was placed at #26 and removed after 3 months.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. There is no health information about patient. See scanned pages.